Manufacturer narrative:
Based on the current information received, the root cause of the customer reported event cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported complaint. The fse tested the erbe iesu and could not reproduce the error. However, the fse replaced the iesu for customer satisfaction. Evaluation of the iesu was completed by failure analysis, but the reported failure (no monopolar energy) could not be reproduced. The unit energized and cauterized and all ports recognized instruments.. A follow-up MDR will be submitted if additional information is received. A review of the site¿s system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, it was alleged that monopolar energy was delivering lower than usual from the iesu. In addition, at the conclusion of the case, the patient was found burn spots on the left thigh where a megadyne grounding pad was placed. The burn spots were assessed as full-thickness electrical burns and required hydrocolloid dressings. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields in name and address is not available. PMA/510(k) and adverse event are not applicable.

Event description:
It was initially reported that during a da vinci-assisted benign hysterectomy, the surgeon was unable to fire monopolar energy from the integrated electrosurgical generator unit (iesu). After completion of the case, the patient was found to have a burn on the leg where the megadyne grounding pad had been placed. Intuitive surgical, inc. (Isi) contacted the or (operating room) director who had discussed the case with the surgeon and obtained the following information: it was after the da vinci-assisted benign hysterectomy procedure, while removing the drape from the patient, the or staff noticed 3 burned spots on the left thigh where the megadyne grounding pad was placed. The vio dv 2.0 iesu was reported as having lower monopolar energy than usual, and the cutting from the monopolar curved scissor (mcs) instrument was slower than usual. The bipolar setting was 3 and both cutting and coagulation of the monopolar energy setting were 3 on the iesu. The surgery was completed as planned. The patient was discharged the same day with no post-operative complications other than the burns mentioned. The burns were assessed as full thickness electrical burns, and looked charred with eschar. The burn spots were treated with the application of 11 hydrocolloid dressings. The patient had been following up at outpatient wound care post-surgery, and the burns have been healing well since. Images and patient demographic information were requested but could not be provided.